Manufacturer narrative:
Immucor technical support used a remote electronic access method to assess the testing well images in question on (B)(6) 2016. An immucor field service engineer (fse) visited the customer site to assess the testing instrument on (B)(4) 2016 and determined that the camera focus was off. The fse subsequently then refocused the camera.

Event description:
On (B)(6) 2016, a customer site reported an unexpected negative antibody screen when tested on a galileo echo instrument.